Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's garments were too tight, causing irritation under the lifevest. The patient's daughter, who is also a nurse, instructed the patient to remove the lifevest to let her skin heal. The patient was also given larger garments. Follow-up indicated that the irritation had healed.